Event description:
It was reported that a patient underwent an atrial fibrillation (afib) and an atrial flutter right-sided ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cerebrovascular accident. It was reported that during a procedure " while burning, an impedance spike occurred, and they were no longer getting impedance readings. To troubleshoot the cable was replaced without resolution. They removed the ablation catheter (thermocool® smart touch® sf bi-directional navigation catheter / lot #:30928615l) to see if there was char on it and flushed it without resolution. They restarted the smartablate generator and still had no live impedance readings. There were no errors or error codes on either the carto 3 system or the smartablate generator. They replaced the catheter (replacement catheter thermocool® smart touch® sf bi-directional navigation catheter / lot #: unknown), the issue was resolved, and the procedure was continued. It was also reported that following the procedure, the patient had a stroke. Post-op they were having difficulty waking the patient, they noticed the patient was drooling, and that half of his face was drooping. The bwi representative was uncertain how the stroke was confirmed and what intervention was performed. The patient is currently in stable condition. It was also reported by that the physician was worried about the smartablate pump running out of saline. It was reported that during the procedure the physician was using a circa s-cath esophageal temperature probe that was really loud. As a result, the medical team could not hear the smartablate pump alerting them that the pump was low on saline. The physician was worried that air was about to come through, as they were on their last few drops. The physician was upset that the remote reported that the pump still had 116ml of saline, although the bag was clearly empty." They are requesting that the pump and remote be sent in for analysis. The impedance cut-off value was exceeded, and the system stopped the ablation when the cut-off value was exceeded. Fifty watts was being used and impedance cut off was set to 250 ohms. The bwi representative was unsure of the physician¿s opinion on the cause of this adverse event, if there was any intervention provided to the patient, outcome of the adverse event, or if patient required extended hospitalization because of the adverse event. The low fluid with a warning message was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The communication issue on the smartablate generator was assessed as not MDR reportable. The issue was highly detectable. The potential risk was low. The impedance issue was assessed as not MDR reportable. Since the user-defined cut-off was exceeded and ablation was stopped the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. Since the adverse event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The adverse event was assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter / lot #: unknown.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 22-mar-2023. The adverse event was discovered post use of biosense webster products. There was no evidence of char during the procedure. Correct catheter settings were selected on the generator. Pump switching from was from "low" to "high" flow during ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).